Event description:
It was reported that air had entered the set up during use on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated they saw air in the drain line. The technical service representative (tsr) discussed the use of manual supplies to completed therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.